Event description:
N/a.

Manufacturer narrative:
E1(event site postal code: 65000). A getinge field service engineer (fse) evaluated the from the investigation it was found that manifold drive is defective. Replaced manifold drive (d104-00-0018) and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The equipment was cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had an alarm low vacuum . There was no patient involvement or harm reported.

Event description:
N/a.